Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 5.00mm / 2.0cm / 135cm otw peripheral cutting balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient injuries reported, and the patient condition was good post-procedure.